Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: this c1 was continuously used on the patient. However, the screen showed a blower failure and several tfs, and the alarm continued to sound and ventilation operation stopped. Therefore, the hospital staff replaced the ventilator. The patient was using it in niv-st mode, so there was no health risk to the patient.